Event description:
A user facility reported that a pinhole was observed with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, the adhesive part of the objective lens was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the adhesive part of the objective lens was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: h4 - the manufacturing date should have been oct 14, 2016 rather than oct 17, 2016. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.